Event description:
Sales consultant reported an adjustable cervical distractor (right) broke during surgery. Additional information has been requested. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is an instrument and is not implanted / explanted. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material is corresponding to the specifications. The hardness was measured at the time of the manufacturing between (B)(4) and was found to be good. No ncrs were generated during production. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.